Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During placement, they heard a sound (cracking sound) which they normally not hear, and the stent did not open/deploy at all." "As per cc form": they are used to placing these stents. They place the stents according to the IFU. During placement, they heard a sound (cracking sound) which they normally not hear, and the stent did not open/deploy at all. Patients was treated with another stent which was luckily available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. They are used to placing these stents. They place the stents according to the IFU. During placement, they heard a sound (cracking sound) which they normally not hear, and the stent did not open/deploy at all. Patients was treated with another stent which was luckily available. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. 2. What endoscope type and channel size was used? Olympus 190 series, working channel. 3.7. Ercp duodenoscope. 3. What was the position of the elevator? N/a, open, closed. Halfway open. 4. Details of the wire guide used (diameter, type, make)? Viziglide olympus 450cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no biliary. 7. Please advise the anatomical location of the intended target site. Biliary. 8. How long was the stent in the patient by the time this complaint occurred? Directly 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? They used another stent, same size, during the same procedure. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? It was for a bleed 2. Where was the stricture located in the body? Biliary 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, no kinks. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify. 3. Was the directional button pressed during use? Was at the first time deploying, button was not pressed. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? During placement biliary. 5. Was the yellow marker kept in view during deployment? Yes, according to IFU 6. Are images of the device or procedure available? No pictures. Stent is available. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of c2197667 lot number involved in this complaint was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Manufacturing records review: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c2197667 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the evo-fc-10-11-6-b device confirms the failure mode has previously occurred with the current lot number c2197667. This was with (B)(4). The root cause for this complaint was as follows: "a possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused a build-up of pressure leading to the outer sheath separating from the shuttle cap which would have caused the noise and difficulty experienced by the customer when trying to deploy the stent." Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2197667. Instructions for use and/label review: it should be noted that as per ifu0062 which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". It should also be noted that ifu0062 instructs that the intended use of this device is palliation of malignant neoplasms in the biliary tree. However, as per additional information provided device was used to treat a bleed rather than the stricture. There is evidence to suggest that the customer did not follow the instructions for use. Device to treat a bleed not the stricture, as per medical advisor and engineering input, this would not have resulted or contributed to the issue reported therefore this has been logged in the pms tracker as per the management of complaints procedure. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed user technique or due to some high resistance after safety wire removal while trying to deploy the stent. It is possible that high resistance resulted in high deployment force, which led to the outer sheath tube separating from the shuttle cap, as a result of this the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, issue with deploying was reported. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed user technique or due to some high resistance after safety wire removal while trying to deploy the stent. It is possible that high resistance resulted in high deployment force, which led to the outer sheath tube separating from the shuttle cap, as a result of this the stent could not be deployed. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 05-jun-2025.